Event description:
The complaint alleges that while the consumer was using the shower chair, the plastic chair back gave way, causing the consumer to fall backward and suffer serious injuries. Alleged injuries include the tearing of both shoulder rotator cuffs, disc protrusions to the cervical spine, and exacerbations of degenerative disc changes to the cervical spine and lumbar thoracic spines.